Event description:
It was reported that the bd syringe 3ml ll 200 s/c had leakage past the stopper. The following information was provided by the initial reporter: material: 309657 batch #: 5258063 verbatim: rcc received a complaint via email. Email(s) attached we had the same issue again yesterday with two syringes during an employee media fill evaluation. The employee pulled back the plunger to pull the solution from a bag. The employee pulled slowly, straight down on the plunger. 3 ml syringe, ref 309657, lot 5258063, exp 8/31/2030 20 ml syringe, ref 302830, lot either 5259307 or 5287388 (exp 8/31/30 and 9/30/2030, respectively). Additional information received on 6-nov-2025: thank you for following up. For both pr (B)(4) and (B)(4), both took place 03-nov-2025. Outcome: there was no patient harm, but it caused us to waste the syringes. We have had multiple issues with fluid leaking into and passed the plunger lately, these are just an example. They are available for return if you would like them for investigation.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) follow up for device evaluation. One sample and one photograph of a 3 ml luer lok syringe, part number 309657, were received for evaluation. The sample was loose and tested for leakage past the stopper, with no defects observed. The reported defect was not present in the sample. The photograph showed two loose syringes, one 20 ml syringe not applicable to this batch and one 3 ml syringe filled with an unknown brownish fluid, with fluid visible behind the stopper, indicating leakage past the stopper. This condition is non conforming to product specifications, and the likely root cause of the leakage defect is associated with the assembly process. Furthermore, a device history record review was completed for provided lot number 5258063. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.